Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The insulin concentration was correct and the programming and histories on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low bg.